Event description:
It was reported that the patient had multiple inappropriate shock the day post implant due to oversensing of noise via air bubbles. The device was programmed off until the local representative could test it. Later, the system was checked and the noise was no longer present. This is considered a serious injury as the system had to be programmed off. There were no additional adverse patient effects.